Manufacturer narrative:
Sections d1 (brand name) and d4 (catalog # and primary unique device identifier (UDI) #) were corrected.

Manufacturer narrative:
The reported complaint of difficulty advancing the catheter was confirmed during functional testing. During testing, the returned guidewire was tested with the returned catheter, and significant resistance was felt while attempting to advance the catheter over the guidewire. The root cause of the difficulty advancing the catheter was due to a kinked guidewire, likely attributed to user handling. During the visual inspection of the returned catheter, blood residue was noted on the catheter's balloons. No kinks or physical damage were found on the catheter, and no damage was observed to the catheter's balloons. During functional testing of the returned catheter, all infusion ports and lumens were flushed without any resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated while pressurized up to 100 psi. No leaks or issues were found, and the catheter functioned as intended. During the functional testing, the returned guidewire was tested with the returned catheter. Significant resistance was encountered while trying to advance the catheter over the guidewire, confirming the reported complaint. This issue was due to multiple kinks located along the middle of the returned guidewire. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip and exiting through the distal infusion luer port without any resistance. The guidewire passed through the entire length of the lumen with no resistance. Historical complaints were reviewed for investigation results related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 196374.

Event description:
The advanced practice provider reported difficulty advancing the icy catheter (lot #196374) over the guidewire into the patient's femoral vein. The customer reported that after placing the guidewire in the vessel, they encountered significant resistance while attempting to advance the catheter. The customer stated that they didn't feel comfortable advancing the catheter due to concerns about not being able to remove the guidewire. They managed to get the guidewire to come off the catheter's end, but with a lot of resistance. The customer retrieved a new icy kit and successfully completed the insertion. No consequences or impacts on the patient.